Manufacturer narrative:
(B)(4). Insulin pump received with broken reservoir tube lip, missing reservoir tube o ring, missing retainer, cracked keypad overlay, pillowing keypad overlay and scratched case. Insulin pump p cap test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked and loosened retainer ring. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.